Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in a moderately calcified/fibrous distal circumflex artery. During use, the wire unraveled and the entire system was removed as a unit. A new wire was used to complete the procedure. No patient injury reported. Based on the photo received, the core wire was exposed, resulting in a sharp edge observed. This product problem is being submitted due to a sharp edge. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a5: no information provided. Blocks b6-b7: no information provided. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3 & h6: based on the photo received, the core wire was exposed, resulting in a sharp edge. However, the cause could not be established since the wire was not returned to the manufacturer. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.